Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a severely tortuous and severely calcified lesion, located in the proximal diagonal branch artery, exhibiting 80% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that stent dislodgement occurred during removal following failed delivery. It was reported that a medtronic balloon was used to deploy the stent in the diagonal branch. Another medtronic balloon was used to dilate the portion of the stent that was in the lad. Patient is reported to be doing well post procedure. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.